Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient is experiencing allergic reaction, with the symptoms of very red and swollen and severe sore throat, and difficulty swallowing. Patient stopped wearing aligners. Patient was advised to see their physician for the reaction and to see if they can be cleared for continuation of aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.